Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the oophorectomy via laparoscopic while on colorectal anastomosis, the stapler cut the fabric but did not staple. The surgery had an extension of 30 minutes or more. To resolve the issue the surgeon did a manual suture.